Manufacturer narrative:
Investigation: bd was provided with a reference sample and an affected sample for catalog 301948 lot 1803225 to investigate for this record. A leakage through the plunger rod was observed in this provided affected sample. As a result, bd was able to verify the reported issue. The leakage was caused because of a damaged plunger rod during the manufacturing process or in the plunger assembly machine. DHR showed no indication of the alleged defect.

Event description:
It was reported that 1,520 syringe s2 20ml 18ga 1-1/2in bd china experienced leakage. The following information was provided by the initial reporter: during injection, it was found that leakage past the tip of plunger and along the inner wall of the barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1,520 syringe s2 20ml 18ga 1-1/2in bd china experienced leakage. The following information was provided by the initial reporter: during injection, it was found that leakage past the tip of plunger and along the inner wall of the barrel